Event description:
It was reported that the patient had swelling over their implantable neurostimulator pocket and pain depending on body movement, for the past 4-5 days. The patient also had an error code and power-on-reset condition message displayed on their programmer. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: programmer model 3037 serial# (B)(4); lead model 3093-28 lot# v011296 implanted: (B)(6) 2006 explanted: na.